Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that this device displayed a longevity of two years remaining. Approximately six months later, the device declared elective replacement indicator (eri). It was confirmed that automatic capture (ac) was on. Technical services was consulted and discussed that it was likely the device was viewing loss of capture (loc) and retry was occurring at a significantly higher value than expected, accounting for the sharp drop in longevity. Device replacement was advised with the recommendation for reliability analysis. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.